Event description:
It was reported that the device was overheating during a use at the by the user at the user facility. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results

Event description:
It was reported that the device was overheating during a use at the by the user at the user facility. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.